Event description:
It was reported that the implant would not engage in site, threads was damaged (stripped) and would not attach to the bone.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
One (1) osseotite® tapered certain® implant 3.25 x 11.5mm (xifnt3211) was returned for investigation. Visual evaluation of the as returned product identified no threads damage. Implant showed signs of use and wear. Product was measured with caliper cal 1831 due date sep 2, 2022 and matched prints. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii). The reported device was located on tooth # 24 (universal) and was used. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev I - 2022/04/01. DHR review: DHR review was completed for the subject lot number (2019120898). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review complaint history review was performed for the reported lot number (2019120898) for similar events and no other complaint was identified. Review completed utilizing keywords: functional damaged threads. Post market trend review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event (damaged threads) or product (xifnt3211). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Event description:
There is no update to the original complaint description provided.